Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea flow rate testing due to an under infusion. Service evaluation inspected the pumping mechanism and found both finger travels to be out of specification. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device under infused during flow rate accuracy testing. There was no patient involvement. No additional information is available.